Event description:
Pt reported to at surgeon's office and complained of issues with on-q pump. Possibly leaking, not working. Follow up with office manager: "too many patients are having various problems with the on-q pump. Once they get home from the hospital and the pump is leaking or they see streaks of blood in the line, they freak out. They think it isn't working, until it comes out early and then they have a high level of pain. They don't necessarily get issues resolved with on call doctor or even on-q 800 number or the on-q people say that a nurse will get back to them in a few hours! Patients need more education about whatever pump they are using so that when they get home they can trouble shoot easier. I think a manual for the product would help with a troubleshooting section and an 800 number that someone will answer questions 24/7 right away."